Event description:
Physician was performing a laparoscopic colon resection. While loading the gia 60mm-2.5mm load the unit kept popping in the upright position and this should not happen until after load deployed.